Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date: (B)(6) 2024; brand name: vectris surescan; product ID: 977a260, (serial: (B)(6); product type: 0200-lead; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient reports a fall (B)(6) 2024. Impedances all green, connections all green. Hcp elected to take x-rays, which show lead migration from top of t8 to bottom of t8. Reprogrammed patient, patient states full coverage of painful areas. Patient states increased pain in right hip, hcp states it¿s likely from fall.